Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The clinical reason for explant was that the patient was dissatisfied with vision. The iol was exchanged for an unspecified monofocal toric iol 6 months and 1 day following the initial implant procedure. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).